Event description:
It was reported that on (B)(6) 2005, the patient underwent retroperitoneal decompression; l4-s1 anterior discectomy with interbody fusion; l4-s1 anterior segmental instrumentation; usage of rhbmp-2/acs; and l4-s1 posterior lateral instrumented fusion. On 3/28/2006 the patient underwent l5-s1 lumbar laminectomy discectomy; l4-5 and l5-s1 posterior lateral fusion; l4-5 and l5-s1 and segmental instrumentation; and local autogenous bone graft; l4-5 and l5-s1 anterior partial vertebrectomy; l4-5 and l5-s1 anterior interbody fusion; l4-5 and l5-s1 anterior spinal instrumentation; and local autogenous bone graft rhbmp-2/acs. On (B)(6) 2007, the patient underwent anterior discectomy and interbody fusion at l3-4 along with posterior arthrodesis; anterior interbody l3-4 fusion; l3-l4 anterior biomechanical cage application; l3-4 anterior spinal instrumentation; l3-4 lumbar laminectomy; l3-4 posterior lateral fusion; l4-5 and l5-s1 exploration of fusion; l4-5 and l5-s1 removal of hardware; and re-instrumentation l3-s1. Sometime postop, the patient reportedly experienced low back pain which radiates into upper thigh; adjacent level segment disc disease; abdominal pain

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.